Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since (B)(6) 2016 there were 950 open circuit paces and 177 non-physiological senses with 223242 successful paces. Right ventricular (rv) lead oversensing observed in save to disk electrograms. On (B)(6) 2016, rv pacing impedance rose to 1146 ohms up from a trend in the 366-548 ohm range. Since (B)(6) 2016 there were 950 open circuit paces and 177 non-physiological senses with 223242 successful paces. Lead is set to unipolar.

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch due to high impedance. A fracture was suspected with exhibited oversensing and noise, which was reproducible with pocket manipulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.